Manufacturer narrative:
The spacer will not be returned for analysis as it was discarded by the medical facility.

Event description:
It was reported that during a superion indirect decompression implant procedure, the physician used excessive force while implanting the spacer and caused the spindle cap to pop off. The broken spacer was replaced with a different one and the procedure was completed successfully.